Event description:
It has been reported to co that during the procedure, as the physician attempted to pass through the right coronary artery, the wire was being torqued and at this time the tip of the wire broke off. The pt was taken to surgery for removal of the fragment and is reported to be in stable condition the device is being retained by the hosp.